Event description:
It was reported during a da vinci si surgical procedure that a piece of the endowrist one vessel sealer instrument broke off and fell into the patient's pelvic cavity. The piece was retrieved without harm to the patient. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The representative was contacted and indicated that the instrument piece was retrieved from the patient laparoscopically. The surgeon was performing the surgical task of lar when the instrument malfunction occurred. It was indicated that the vessel sealer instrument did not make contact with any other instrument during the surgical procedure. There was no harm to the patient and the planned surgical procedure was completed. The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted.